Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked case and cracked reservoir tube lip noted.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 300 mg/dl. Insulin squirts out during the manual prime process. Customer will treat high blood glucose with manual injection. The drive support cap is protruded. Customer pushed it back in. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.